Event description:
Physician reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Physician reported right side deflation. Later healthcare professional reported "valve leak" via rga form. Device explanted.

Manufacturer narrative:
Device analysis results: the device related to the reported event of deflation received on jul 15, 2025. With lot number 1219037. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on valve bond edge assessed as unidentified (tear). ¿ valve leak and/or damage: valve bond edge assessed as unidentified (tear). As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.